Event description:
It was reported by the consumer that post implant of a realize gastric band he had a port site infection. Consumer reports developing a hematoma after the procedure while staying overnight for sleep apnea. After several visits to his dr, the hematoma was aspirated and there was ten to 15 cc of fluid. The pt also said that he has vomited a couple of times from eating improper foods. Consumer reports having 2 or 3 fills and has lost (B) (6) lbs in 10 weeks. Consumer states the port was moved to a new location and the issue has been resolved and everything is ok.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Port moved to another site.